Event description:
On august 15, 2006 the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter was displaying the battery indicator. The medical affairs specialist (mas) sent a letter to the patient after the patient could not be reached by phone on two different days at different times. The mas listened to the recorded call to lfs to obtain additional iformation included below: the patient said she was unable to obtain a reading on the reported meter. Information was not provided as to how long the patient had been unable to obtain a meter reading. No information was provided regarding the patient's diabetes treatment regimen. The patients said that she had a back up meter; however, she did not indicate that she tested with the back up meter. On the morning in 2006,the patient's husband found her asleep and sweaty. She said she was not aware of what happened because she was asleep. The husband gave the patient a glugagon injection. Info was not provided as to whether the husband attempted to test the patient's blood glucose level at the time of concern. The customer care advocate (cca) confirmed that the battery symbol (+/-) displayed on the meter. The cca advised the patient to obtain a replacement battery for the meter and to call lfs for assistance in resetting the meter. No products were replaced. The complaint is reported because patient was unable to obtain a meter reading for an unspecified period of time. She experienced symptoms that suggested hypoglycemia. Her husband treated her with a glucagon injection.